Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the physician considers the battery depletion to be normal and suspects that a longevity overestimation occurred due to the programmer at the previous follow up in clinic. At the time the battery longevity discrepancy was discovered, the programmer was operating with the upgraded software indicating an accurate longevity estimate at that time. The device was replaced due to normal elective replacement indicator (eri).